Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that an ilet became submerged in liquid, after which the device remained responsive but the sleep/wake button was unresponsive and it would not connect to a cgm or the user¿s phone; the user transitioned to multiple daily injections without reported impact to blood glucose, and a replacement ilet was arranged, consistent with a device problem of an unresponsive button and involvement of the switch component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included an outcome that could not be categorized with an available impact term. Investigation included interviews with the user and analysis of information provided by the user. Investigation of this device was confirmed and revealed an electrical problem associated with the device¿s switch component that aligned with a key or button not working. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.